Event description:
It was reported that a pin from the device's standard hard paddles had broken off inside of the therapy connector, there were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part numbers, and price info for a replacement therapy connector assembly and standard hard paddles. The customer later confirmed that after replacing the assembly and the hard paddles, the device was functional, and had been placed back in use.